Event description:
It was reported the pt experiences ineffective stimulation. Reprogramming was unable to resolve the issue. X-rays were taken and indicated the lead had migrated. The pt is currently undergoing physical therapy and desires to wait until completion before pursuing surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.